Manufacturer narrative:
Device evaluation : two customized 6.5 flextend tts cuff aire cuff devices were returned with the airway inflation balloons completely detached from the airway line for evaluation. There was only one detached airway balloon returned. The presence of the airway line inside the balloon detected that the bond was sufficient in retaining the airway line within the balloon as the airway line broke outside the balloon. Additionally, the airway lines did not show any evidence of being stretched (exceeding tensile force), but it did appear to have been cut. The device instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges. All device cuffs and balloons are 100% inspected and leak tested to prior to packaging. Based on the evidence and testing, the complaint was confirmed. However, the investigation did not reveal any intrinsic manufacturing defects with the returned devices and could not identify a specific problem source.

Event description:
Information was received that the pilot balloon on a smiths medical custom bivona flextend tts tracheostomy tube broke off, a tube change out was required. No adverse patient effects were reported.